Event description:
Information was received from a manufacturer representative regarding a patient with an implantable pump for spinal pain indications. It was reported that the patient had been having a lot of trouble with their controller. The caller stated that it was taking forever to deliver a bolus. The caller said that the nurse practitioner told the patient that the controller got stuck at 90% for greater than 5 minutes. The agent reviewed with the caller that they needed to clear the patient data service app on the handset every so often to clear all the data. The caller was not with the patient at the time of the call.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.